Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse discovered that air was entering the wash valve during the priming sequence. The fse replaced the wash valve seal, stator and rotor to correct the issue. All verification testing passed within the published performance specifications.

Event description:
The customer reported receiving non-reproducible elevated troponin I (accutni+3) results for four patients over two days on an access 2 immunoassay system. This report refers to the event that occurred on (B)(6) 2014; please refer to MDR 2122870-2014-00378 for the event that occurred on (B)(6) 2014. On (B)(6) 2014, three patient samples produced elevated accutni+3 results. The elevated results triggered an automatic reflex rerun on the instrument and rerun results were lower than the initial results, but still elevated. The customer retested the samples on the laboratory's alternate access 2 and accutni+3 results were within the laboratory's normal reference range. For the access accutni+3 assay, the reference range is established by the customer; the customer has not provided the reference range used in this event. Elevated accutni+3 results were not released from the laboratory. Quality control (qc), system checks, and calibration were within assay and instrument specifications. There were no issues with sample collection, sample processing, or sample handling.